Event description:
It was reported that during implant attempt, the physician was unable to implant the lead due to patient anatomy. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. All conductors stretched. Proximal conductor blood/body fluid (not obstructed). Outer insulation breached cut. Full lead returned and analyzed.